Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2015 with the following findings: there was a crack along the battery compartment threads. The battery cap was unable to attach properly onto the pump. The battery cap threads were found to be damaged. Unrelated to the battery compartment and cap damaged, the display screen was dim and discolored.